Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported false susceptible sxt results for klebsiella. Pneumoniae. Spp pneumonia. When tested with the vitek 2 ast-n219 test kit. Retesting produced the same result. The laboratory reported that it always performs kirby bauer test in parallel with vitek 2 ast testing for certain pertinent antibiotics. Testing of the patient isolate via kirby bauer produced a result of resistant. The laboratory reported the kirby bauer result to the physician; the discrepant vitek 2 result was not used in patient treatment decisions. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Upon receipt of the klebsiella pneumoniae isolate submitted by the customer, biomérieux internal investigation was conducted. Trimethoprim/sulfamethoxazole (sxt) testing included two (2) vitek® 2 ast-n219 cards from the same lot as that tested by the customer, two (2) cards from a random lot and broth microdilution (bmd), the reference method for this sxt formulation. The four (4) vitek® 2 ast-n219 cards tested provided susceptible mic results (<=20); the bmd mic=20 confirms the vitek® 2 ast-n219 results to be correct. The vitek® 2 ast-n219 cards are performing as expected.